Event description:
Consumer reports getting inaccurate readings from 1 vial of strips. Analysis run on clark error grid using mean avg reading (299) as ref. Points vs. Bd readings (464, 133) yielded data points in c/d range of the grid, outside acceptable limits.